Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with stripped battery cap coin slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump up arrow on right buttons were sticky. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump chip on top left screen, still able to read screen, crack on battery cap. The insulin pump will not be returned for analysis.